Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 4 of 4 of peritoneal dialysis (pd) therapy, while the hp was connected. The hp stated that the supply bags were empty, with solution only in the heater bag. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm and assisted the hp in clearing it. The hp was to finish therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.